Event description:
Pt had bilateral silicone breast implants placed in 1980. Pt had bilateral capsular contractures and underwent explantation of both implants and capsulectomy. Upon removal, both implants were found ruptured.